Event description:
We tried to utilize the snaremaster disposable electrosurgical snare model number sd-230u-20. We got the snare into position, and it was snug around our polyp, however, when we stepped on the button for cautery it didn t work. We changed machines and it still didn t work. When we attempted to remove this snare, it was wrapped around the polyp, and we were unable to remove without ripping a significant portion of the polyp with it. We did end up trying a different snare on our erbe machine and the cautery worked so this was an issue with the snare that we originally utilized.